Event description:
Female patient that was implanted on (B)(6) 2016 recently complained about recurring pain, and images show some posterior mesh migration. Reherniation is suspected. Treatment not yet confirmed.

Manufacturer narrative:
Bar-d8-10x14 is not marketed in the us. This device was sold in the EU prior to us commercialization. This device is similar to the bar-a8-10mm device that is marketed in the us under the PMA number documented on this 3500a. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Female patient that was implanted on (B)(6) 2016 recently complained about recurring pain, and images show some posterior mesh migration. Reherniation is suspected. Treatment not yet confirmed. Follow-up_1: revision surgery was performed on (B)(6) 2025 and the device was removed.

Manufacturer narrative:
Bar-d8-10x14 is not marketed in the us. This device was sold in the EU prior to us commercialization. This device is similar to the bar-a8-10mm device that is marketed in the us under the PMA number documented on this 3500a. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends. Follow-up_1: the device was removed and the flexible polymer component was found to have been separated from the titanium anchor when the revision surgery was performed as described by the proctor. The anchor was also removed as part of the treatment. The removed device(s) were sent to a 3rd party laboratory for analysis and the results have not yet been received within the 30 day window to report this follow-up MDR. If any additional information becomes available that makes any conclusions beyond what is reported previously another follow-up will be submitted.